Event description:
It was reported that the patient allegedly sustained chronic pain radiating down right leg and neck pain resulting from a transforaminal lumbar interbody fusion and posterolateral fusion surgery using rhbmp-2/acs, peek cage, and mastergraft putty on (B)(6) 2010 at l4-5. No further information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010, the patient presented with pre-op diagnosis of right l4-5 synovial cyst with lateral recess stenosis; and l5 radiculopathy with grade 1 spondylolisthesis . The patient underwent following procedures : right l4-5 decompressive laminotomy and facetectomy for resection of synovial cyst with decompression of l5 nerve root with right sided tlif and left sided posterolateral fusion with peek cage, bmp sponges, lamina autograft and bone graft putty with placement of bilateral pedicle screw fixation. Per operative notes, ¿.. The rhbmp-2/acs system had been prepared. A single sponge was then placed into the anterior aspect of the disk space, and lamina autograft that had been cleaned of soft tissue was then placed just behind this. Two third of a sponge was placed into the cage, which was further packed with lamina autograft material¿ the cage was then impacted into the interspace, and instruments were used to rotate the cage horizontally and push it medially until it lay in the anterior to midportion of the disk space. The remaining third of bmp sponge was then passed over towards the left side and further lamina autograft and bone graft putty were used to fill the reminder of the disk space to provide what appeared to be an excellent interbody fusion bed¿ a 5.5 mm tap from the pedicle screw set was then used to create a threaded tract into the pedicle and vertebral body. This was removed and a ball tipped feeler was used to confirm surrounding bone.. A legacy pedicle screw was then paced with excellent bony purchase. The procedure was repeated on the left at l5 and bilaterally on l4¿ titanium rods were then placed into the screw heads and top loading set screws were placed but were not final tightened. The screws were then placed under compression on both sides and the set screws were then final tightened to hold the compression ¿ set screws were then tightened¿ ..the remaining bmp sponges were then placed onto the lamina and facet joint on the left side, and bone graft putty was then laid over the sponges to create a supplemental posterolateral fusion bed. ..¿